Event description:
It was reported that the 4.7 f stent was occluded when in contact with the 0.035¿¿ guide wire supplied and was difficult to be inserted into the human body.the operation time was delayed and the hcp operation arrangement was affected.

Manufacturer narrative:
The reported event is unconfirmed as the device met specifications. The ureteral stent with suture and push catheter were returned in the opened packaging. An evaluation of the physical sample was completed by future matrix on 11may2023. A photo sample was provided, however, could not be evaluated for the reported failure. Visual evaluation noted no visible defects on the returned stent. The sample passed all dimensional requirements per (B)(4); the outer diameter was measured with a laser micrometer and found to be 0.0620", the tip inner diameter measured 0.038" with a pin gauge. A 0.035" passed through the sample without resistance, per specifications. No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. As the reported event is unconfirmed, a label/packaging review is not required. Corrections: d, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the 4.7 f stent was occluded when in contact with the 0.035¿¿ guide wire supplied and was difficult to be inserted into the human body. The operation time was delayed and the hcp operation arrangement was affected.